Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient¿s concern of the product. Patient later reported "leaking." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ white particles observed outer the device. ¿ white particles observed outer the device. ¿ yellow particles observed inside the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient¿s concern of the product. Patient later reported "leaking." Device has been explanted and replaced.